Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: visual inspection of the returned lens showed the lens was returned in liquid and there was no evidence of film on the lens surface. A lens work order search was performed and there were no similar complaints found. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, we were unable to confirm this report. (B)(4).

Event description:
The reporter stated that the surgeon inspected the micl12.6 implantable collamer prior to loading it and noted a cloudy film on it. The lens was never loaded and the surgeon used the back up lens.